Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in the a/w (air/water)-channel, a/w-cylinder, and auxiliary water channel due to insufficient reprocessing. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope cleaning brush was stuck in the light guide housing. The issue was found during reprocessing when the customer tried to sample the bacterial growth on a clean instrument. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water tube and cylinder had a foreign object. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation also found that the water removal ability does not meet the standard value due to a nozzle damage, the play of upward/downward angulation control knob is out of the standard value due to wear of the angle wire, plastic distal end cover/probe cover had a scratch, adhesive around the objective lens had a chip, adhesive around the light guide (lg) lens had a crack, and the adhesive on the bending section cover or distal sheath (black covering of the bending section) had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.